Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 814.04 failure code was confirmed and reproduced during product evaluation. The root cause was assigned to failure of the air in line printed circuit board. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.